Event description:
Customer reported the hold button is missing. There was no other physical damage reported by the customer. The customer did not know what date this was discovered but stated there was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issues. The hold button has been torn away and is missing therefore the hold function cannot be tested as a result. The battery springs inside the battery compartment are bent. The alarm powers up and passes all other functional tests. Note: the instructions for use has a warning statement: test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving a patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the green led, indicating mode, is blinking and the red hold indicator light is no longer flashing. When installing batteries inside the battery compartment hold the alarm vertically upside down to prevent battery spring from bending during battery installation. 4. Insert four (4) new "aa" alkaline batteries (fig. 3). Take care not to damage battery contact. (B)(4).